Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 20 mmol/l. It was stated that the customer delivered up to 60 units of insulin, but continued to experience high blood glucose levels. It was also stated that the customer was getting false readings from the sensor. The insulin pump was uploaded to carelink, and the report showed that the insulin pump had stopped insulin delivery after several low alerts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.